Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. The cause was not known, but the pump/supplies were suspected to be a possible cause. Moderate ketones were present. Manual insulin injection were administered to address bg. The infusion set was changed. Tandem technical support (cts) assisted the contact with performing a pump system check. No device issues were identified. Reportedly, at times, the cartridge was filled with cold insulin. Cts informed the customer that per labeling, room temperature insulin should be used to fill the cartridge. The contact acknowledged the information.